Event description:
A patient named jason clayton reported that the battery was only lasting a few days, requiring more frequent charging. There was no reported impact to the customer¿s blood glucose level. The customer declined to follow up with technical support at this time, and further information was not obtained.